Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm and blood loss to clotting of the pt's circuit. The pt does not use anticoagulation for clinical reasons and tends to clot quickly. The cycler alarmed appropriately. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.